Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was reinstalled to resolve the issue. Block a: no patient information provided to dater after calls to customer 07/14/23 and 07/25/23. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.